Event description:
It was reported that the patient presented to the hospital experiencing discomfort due to phrenic nerve stimulation when pacing from multiple vectors from the left ventricular (lv) lead. The lv lead was capped on (B)(6) 2025. The patient was in stable condition.